Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event.

Event description:
Clinical assessment: a 71-year-old caucasian female was admitted with chest pain radiating to the left shoulder. The patient later developed respiratory distress and required endotracheal intubation before transfer for a higher level of care. The consulting physician noted decreasing urine output, worsening laboratory values, a new diagnosis of pneumonia on chest radiograph, and a decline in ejection fraction from approximately fifty percent on admission to ten to fifteen percent on echocardiogram. The patient was taken to the cardiac catheterization laboratory for left heart catheterization and placement of an impella cp device for circulatory support. After implantation, the device generated high purge pressure alarms. The clinical team evaluated the system and found no kinks; the purge cassette was exchanged, but alarms persisted. Decision was made to remove the device. The impella cp was successfully explanted, and a new impella cp device was implanted without difficulty and functioned as expected. The patient was transferred to the intensive care unit for continued monitoring while intubated and sedated. Arterial blood gas sampling showed a lactate level of 13.7 millimoles per liter, and ventilator adjustments were made. Laboratory values continued to worsen, including persistently elevated lactate, elevated creatinine, and markedly elevated liver enzymes. The patient had low urine output and was placed on sustained low-efficiency dialysis. Inotropic and vasopressor infusions were adjusted based on clinical status. A repeat left heart catheterization demonstrated minimal coronary artery disease, an end-diastolic pressure of 19 millimeters of mercury, and an ejection fraction of ten to fifteen percent. The patient remained in the intensive care unit for monitoring. The family elected do-not-resuscitate status the evening before death. The patient developed bradycardia and expired the next morning. No device malfunction was reported with the second impella cp, and device management decisions were based on clinical findings. Death was conservatively coded to the second impella cp while most likely to be caused by the underlying disease. Engineering assessment: after first impella cp was started, the medical team encountered high purge pressure issues, a leak and product damage. Purge pressure high alarms sounded and no kinks were found. Purge cassette was changed out, however, alarm continued. Staff noted leaking from red plug filter. Doctor stated they attempted to adjust the side arm and it broke off. Impella cp was explanted as a result and replaced with a new impella cp.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information obtained has indicated the pump has been returned. The investigation is ongoing.